Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8681119) was implanted successfully utilizing a 12f amplatzer torqvue 45x45 delivery system (lot: 9040006). Patient presented in sinus rhythm. During follow up in march 2024, moderate pericardial effusion was observed and no intervention was performed.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received and cine review, the cause of the reported pericardial effusion and cardiac tamponade could not be conclusively determined. The reported surgical intervention and hospitalization were a result of case-specific circumstances as the patient was admitted and a pericardial window procedure was performed. Based on the information received, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1056 - advance laa, patient ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder (lot: unk) was implanted successfully utilizing a 12f amplatzer torqvue 45x45 delivery system (lot: unk). Heparin and protamine were given. The patient had a pre-existing pericardial effusion. Left atrial pressure during the procedure was 5mmhg. After the procedure, the patient had pericardial effusion for several months. On (B)(6) 2024, the patient was observed to have a large circumferential pericardial effusion with early tamponade. Largest width near left ventricle was 3.5 cm. A pericardial window procedure was performed and 1 liter of serosanguineous fluid was drained. The patient was discharged on (B)(6) 2024.